Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
This is a report of burnt component found on the home chocie (hc) during maintenance. The baxter technical service center (tsc) reported a burn mark on the accomp (alternating current component) board in the returned device. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information : the reported issue of a burnt mark was confirmed on the accomp (alternating current component) board during visual inspection. The cause was undetermined.